Event description:
Drug/diluent: np. Fill volume: np. Flow rate: np. Procedure: left shoulder surgery. Cathplace: left shoulder. Date of surgery: (B)(6) 1999. Pt alleges chondrolysis in his left shoulder following placement of an on-q painbuster after surgery on or about (B)(6) 1999.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the united states food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit received by I-flow, llc or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. Info from this incident will be included in our product complaint and MDR trend reporting system.